Event description:
Reference MFR. Report#1627487-2019-04642, reference MFR. Report#1627487-2019-04643, reference MFR. Report#1627487-2019-04644. It was reported that surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced thus resolving the issue.